Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not returned at this time.

Event description:
It was reported that the bur was slipping out of the attachments after drilling for 5-10 second during a procedure. The case was completed successfully with a 4-5 minute delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Manufacturer narrative:
The bur was returned and confirmed to be manufactured to specification. The reported issue appears to be related to the attachment rather than to the bur, as the bur has been confirmed as being in specification for shank diameter in the area where it is gripped by the collet.

Event description:
It was reported that the bur was slipping out of the attachments after drilling for 5-10 second during a procedure. The case was completed successfully with a 4-5 minute delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Event description:
It was reported that the bur was slipping out of the attachments after drilling for 5-10 second during a procedure. The case was completed successfully with a 4-5 minute delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.